Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: on examination, the battery compartment and cap were intact and without damage; the cap fit to the pump securely and did not cause power loss when manipulated on the pump. On investigation, the pump powered on and emitted a call service alarm ¿cs006¿ that could not be cleared from the pump. Further investigation of the alleged ¿power¿ complaint could not be performed. The pump was opened for investigation revealing moisture ingress inside the pump on the display screen and the electrically erasable programmable read-only memory. Leak testing revealed a leak at the display lens.